Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately calcified and moderately tortuous mid left anterior descending (lad) coronary artery. The 1.5 x 15mm apex push monorail balloon catheter was inflated the first time at 6 atms for 20 seconds. Upon the second inflation at 6 atms, the balloon ruptured. No pt complications occurred. The pt status was good.

Manufacturer narrative:
(B)(4).